Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. It was reported that the sheath has a "shoulder" between dilatator & sheath. Doesn´t go normally into the patient. Surgery was delayed due to the reported event for 5 minutes. Sheath was changed. Procedure was successfully completed. No patient consequences it was confirmed that the "soft black tip" of the sheath had rupture or physical damage. Sheath tip soft is not MDR-reportable. Broken tip is MDR-reportable.

Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. Device investigation details: according to pictures provided by the customer, the tip of the vizigo sheath was observed with a bumped condition, this condition is related to the customer complaint. A device history record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-apr-2023, the product investigation was completed. It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. It was reported that the sheath has a "shoulder" between dilatator & sheath. Doesn´t go normally into the patient. Surgery was delayed due to the reported event for 5 minutes. Sheath was changed. Procedure was successfully completed. No patient consequences. Device evaluation details: the visual analysis revealed that the soft tip was bumped. The soft tip condition could be related to excessive force or manipulation, however, this cannot be conclusively determined. A device history record evaluation was performed for the finished device 00002148 number, and no internal action related to the complaint was found during the review. The issue related to the sheath tip soft was confirmed since it was found the soft tip bumped however the tip was not found broken. The reported issue of broken tip was not confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. It was reported that the sheath has a "shoulder" between dilatator & sheath. Doesn´t go normally into the patient. Surgery was delayed due to the reported event for 5 minutes. Sheath was changed. Procedure was successfully completed. No patient consequences it was confirmed that the "soft black tip" of the sheath had rupture or physical damage. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. The visual analysis revealed that the soft tip was bumped. The soft tip condition could be related to excessive force or manipulation, however, this cannot be conclusively determined. A device history record evaluation was performed and no internal actions were related to the complaint was found during the review. The issue related to the sheath tip soft was confirmed since it was found the soft tip bumped. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).